Event description:
A hospital in the (B)(6) reported that the manometer of an rd900 infant resuscitator was faulty as it was out of tolerance. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff was received for service at our UK facility, where it was inspected by a trained fisher & paykel healthcare technician. The manometer of the complaint rd900 neopuff device was returned to fisher & paykel healthcare new zealand and fitted to a known good valve system for a performance test. The device was visually inspected for damage and then tested in accordance with the neopuff technical manual. Results: no damage was found on the exterior of the complaint neopuff device. The manometer failed the test specified in the product technical manual, confirming the reported fault. A lot check revealed no other complaints of this type for lot number 030213. Conclusion: although there was no damage evident on the complaint device, it is known that impact damage can cause similar effect. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The manometer of the complaint neopuff device was replaced and the neopuff unit was tested in accordance with the neopuff technical manual. The unit passed the performance checks and was returned to the hospital.

Event description:
A hospital in (B)(6) reported that the manometer of an rd900 infant resuscitator was faulty as it was out of tolerance. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The fascia and valve system of the complaint rd900 neopuff device is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the complaint device's component and completion of our investigation.